Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis measured supercaps in-circuit, one capacitor failed, one capacitor was marginal, when the device was turned on typical operation was observed, however the battery removal test failed. A capacitor component was replaced and then the battery removal test passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure. (B)(4).

Event description:
It was reported that the ventricular input plastic lip was damaged and that therefore the leads did not install into the external pulse generator securely. The generator was returned for service. There was no patient involvement.